Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil. Selected flow: damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: the evaluation has shown that one of the four prongs at the forefront is broken off, the fragment was not returned. The other prongs are deformed, one of the prongs is bent inward. In general is the synream flexshaft in a very used condition the hexagon of the reamer adapter has strong impression marks, the hexagon on top has heavy stress marks and the laser markings are not fully readable anymore due to that. There are clearly visible stress marks all over the instrument. Dimensional inspection: due to the breakage and the deformation of the remaining prongs the relevant dimensions cannot be verified anymore. Drawing/specification review: the synream surgical technique 036.000.808 dsem/trm/0614/0103(4) 07/18 was reviewed. Following precaution was found: never ream without using a reaming rod, as it secures the connection between the reamer head and the flexible shaft. Investigation conclusion: the complaint is confirmed as one prong of the reamer adapter is broken off as complained. The device is older than 15 years and in a very used condition, this let us exclude a manufacturing related issue. The exact cause of this occurrence cannot be defined as no details were provided how or when the device broke. It can only be assumed that a mechanical overload during use caused the breakage. Afterwards it cannot be defined if the reaming rod was inserted as required, typically the prongs are not bent inward when the rod is inserted, also is the load transferred to the hexagon and not to the prongs during reaming. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 352.040, lot: 2040048, manufacturing site: bettlach, release to warehouse date: feb 21, 2003. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019 that in the lateral femoral nailing procedure time the synream flexshaft tip was broken. The procedure was successfully completed. No patient consequence. This report is for 1 of 1 for (B)(4).